Event description:
It was reported that a pump was programmed to deliver IV fluid with potassium at a rate of 30ml/hr and the pump alarmed to power off and then power on. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a system error 322 was observed. When this system error occurs, the pump will instruct the user to power the device off and then power the device on. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.